Manufacturer narrative:
It was reported that there is blood leakage (drip) - minimal blood loss (less than 10 ml)-from the bmu cell (arterial blood gas monitoring). It was detected during cpb. The customer sealed the breach with surgical wax. No harm or death was reported. The product was investigated in the laboratory of manufacturer. In order to reproduce the reported failure, an integrity test was performed with water for 6 hours at a pressure of 1.5 bar at below room temperature. These conditions reflect a very high load on the system that does not occur in the application. The reported failure could not be reproduced. No leakage could be found on the bmu cell during the test. However, based on the photograph provided by the customer and also the photograph taken by laboratory during visual control, it could be seen that there is blood ingress between the components. This indicates of an existing blood leakage during use. The leakage path was able to be closed with the surgical wax by customer. It is possible, changes in temperature during transport or cleaning of the complaint sample led to changes in the sealing system (o-ring) that blocked the leakage path. An exact leakage point could not be determined. However, the failure is confirmed based on the presence of blood residuals between the components. Since the leakage could not be reproduced an exact cause of the failure could not be determined. Device history record(DHR)s of lot number 92286612 for be-hqv 36001 and lot number 92303034 for bmu cell 3/8", grundmodell were reviewed. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. Following tests are performed according to the bops as a 100 % inspection: ¿ visual check of the assembly. ¿ tightness/leakage test of bmu cell/sensor. The DHR review confirms that the device met its specification at the time of manufacturing. The reported failure is also part of current risk management file of bmu sensor/cell (1968776, v13) and tubing sets (dms#1906296, v19) and the most probable causes are related with user and transport: - use erros: user selects too high blood flow. - user error: lack of attention unit damage of blood monitoring unit/cell. - user error: user shakes or taps product forcefully. - transport of product: mechanical damage of product. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
The investigation is still ongoing. A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that there is blood leakage (drip) - minimal blood loss (less than 10 ml)-from the bmu cell (arterial blood gas monitoring). It was detected during cpb. Actions taken for the patient: monitoring and attempt to seal the breach with surgical wax. No clinical consequences were reported to date. Complaint : #(B)(4).